Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was returned for evaluation. The top slide self-activated during evaluation. Upon disassembly, it was noted that the left bumper was bent. Based on the findings, the investigation is confirmed for self-activation. However, the investigation is inconclusive for the alleged priming issue. The identified bent left bumper likely contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime after the fourth sample pass. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 02/2021).

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime after the fourth sample pass. Another device was used to complete the procedure. There was no reported patient injury.